Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified battery not working and battery communication timeout. During the functional testing was able to duplicate the reported issue. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced battery. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump display shows battery not working. No patient injury was reported.